Event description:
It was reported that (1) device was used during a struma. It was reported by the affiliate that the hptuv malfunctioned (no further details). Another instrument was used to complete the case. There was no consequence to the pt.